Event description:
It was reported that during a lap sigmoidectomy, the device became not to be activated. An error 5 was displayed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. As the rep advised that the blade tip was cracked, this blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an instrument error code (code 5). The device was functionally tested with a generator. During functional testing an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a lap sigmoidectomy, the device became not to be activated. An error 5 was displayed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. As the rep advised that the blade tip was cracked, this blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an instrument error code (code 5). The device was functionally tested with a generator. During functional testing an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.